Event description:
The physician reported during an intraocular lens implant procedure. A scratch was found on the lens on the posterior face, compromising the center of the optic. The lens remained in the eye since it was not compromising the visual axis. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Attached photos show the screen of a monitor. An implanted iol is observed on the monitor. The photos show what appears to be possible a linear scrape mark on the anterior optic surface. The file indicated the use of a qualified associated cartridge and viscoelastic. Per the information provided a company ii handpiece was used with the company iii d cartridge. The company ii handpiece will not physically accommodate the company iii d cartridge. This may have been reported in error. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).